Manufacturer narrative:
(B) (4).

Event description:
When the patient bent over or turned their neck, she felt shocking sensation. The patient felt burning at the implant site when the implantable neurostimulator was on or off. Stimulation kept getting stronger and the patient turned the device off. She was unable to turn it back on. The patient was able to turn the device on using the programmer antenna with the help of patient services. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.